Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter adaptor was cracked with a bd insyte¿ ag¿ bc global yel 24ga x 0.75in. The following information was provided by the initial reporter, translated from (B)(6) to english: crack of catheter hub (physical destruction).

Event description:
It was reported that the catheter adaptor was cracked with a bd insyte¿ ag¿ bc global yel 24ga x 0.75in. The following information was provided by the initial reporter, translated from japanese to english: crack of catheter hub (physical destruction).

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. One non-related qn was initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect. Observations and testing could not be performed because units were not received for investigation of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.